Manufacturer narrative:
Product ID 37746, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect and had no stimulation sensation. It was noted, the patient stopped feeling stimulation the day of the report. The reporter stated their pain had increased. It was noted, the patient had turned up stimulation to ¿past 4.0 amp¿ and still felt nothing. It was further noted, the patient normally did not increase stimulation past 3.0 amplitude. The next day, it was reported the patient could adjust stimulation but could not feel anything. A day later, it was reported, the patient felt no stimulation sensation that started on (B)(6) 2013. The reporter stated they spoke with a manufacturing representative and they went through all 4 programs and turned stimulation all the way up, but still could not feel stimulation. It was further noted, the patient tried moving their head and turning their neck, but were unable to feel stimulation. It was noted, the patient did not have any falls or trauma and they had setup an appointment to see their healthcare professional (hcp). Three days later, it was reported the patient lost therapeutic effect and had cervical placement with good coverage until ¿a few days ago.¿ it was noted, the patient had stimulation ¿generally under 1 volt.¿ it was further noted, the patient had 5 groups programmed and was not getting stimulation. The reporter stated impedances were on ¿the high side.¿ it was further reported, the patient stopped feeling stimulation about a week prior to the report. The reporter stated, the implantable neurostimulator (ins) was ¿totally off (dead) and it shows it¿s on and turned all the way up as high as it can go.¿ it was noted they turned their head and changed positions, but still could not feel anything. It was noted, the patient contacted their hcp and they told her there was nothing they could do and to contact the manufacturer. The reporter stated ¿it had been a disaster from the beginning and the manufacturing representative didn¿t educate them very well.¿ it was noted, the patient received minimal or ineffective training on the patient programmer. Three days later, it was reported, the patient's stimulator ¿stopped working¿ and they had their device checked. The reporter stated, the ins needed to be replaced but was waiting for the manufacturing representative to contact her hcp. It was noted, the patient was in pain and wanted the replacement done right away. Additional information received reported that stimulation was ¿not working.¿ the reporter stated they ¿questioned what they have implanted and reported the ins was not registered properly.¿ additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that they had to go back in a second time to fix something because it was not working.